Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, patient demographics was not provided.

Event description:
It was reported that while attempting to prime the tubing with 1 liter normal saline, the tubing separated at the needleless connector. The event occurred at the emergency department. There was no patient injury.